Event description:
Inbound. One of her cadd cassette 100ml w/flowstop alarming; beeping then alarming no disposable pump wont run on two pumps unable to resolve, so switching over to a new cassette. No further details provided.